Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information notes on (B)(6) 2014 during a follow-up, the message - the diagnostic data was invalid - was displayed. The device remained implanted.

Event description:
It was reported that the pulse generator exhibited a diagnostics anomaly.